Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. There was no reported device malfunction associated with the steerable guide catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of cardiac perforation (atrial perforation), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of atrial perforation appears to be related to procedural conditions, as the perforation was initially caused by the transseptal puncture. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the perforation that occurred during use with the steerable guiding catheter, which required pericardiocentesis and surgery. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The transseptal puncture was performed without issue. The steerable guiding catheter (sgc) was advanced to the left atrium. The clip delivery system (cds) was then advanced, but the guide could no longer be seen. The sgc was torqued anterior, but still could not be seen. A small perforation was then observed in an un-specified area. The cds was attempted to be retracted, but it was seen that the clip was stuck in the traverse sinus space, and could not be removed. The clip was deployed in that area, and the cds was removed. The mr remained at 4 with no clips implanted on the mitral valve. Pericardiocentesis was performed and the patient was converted to surgery. The atrial wall was repaired first and then valve replacement surgery was performed. The physician believes that the perforation was caused by the transseptal puncture, but that the sgc enlarged the rupture. There were no issues with steering or functionality of the mitraclip system. The patient was confirmed to be in stable condition post-surgery. No additional information was provided.